Event description:
The customer reported that while the unit was in use on a pt, the ECG waveform disappeared and they were unable to trigger on ECG. The pressure trigger remained operational. The pt was switched to another unit and therapy was continued. No pt injury was reported.